Event description:
The account alleged the bed is going up and down by itself. No pt impact.

Manufacturer narrative:
The technician inspected the bed hi/low function and found that it functioned as designed, no repair needed.